Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the delivery catheter could not release the leadless pacemaker. The entire system was retrieved and replace. A new device was implanted. The patient was discharged.